Event description:
The nurse reported via phone call that the customer was hospitalized due to high blood glucose levels and diabetic ketoacidosis on (B)(6) 2015. The customer's blood glucose was 875 mg/dl. He complained of nausea, vomiting, weakness and confusion. The customer advised that he had changed his insulin pump 3 days prior and began having high blood glucose on (B)(6) 2015. The caller stated that the customer was wearing the insulin pump at the time of the 911 call. The customer did not have a tubing clamp available in order to troubleshoot the issue. The caller was advised to change the entire infusion set, reservoir and insulin and treat per doctor's instruction. The customer was not able to speak at the time of the call and was advised to call when they received the tubing clamp to perform the high pressure test. The customer stated that he was scheduled to be discharged the following day, since he still had ketones present and would need to complete the troubleshoot process.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.